Manufacturer narrative:
Our investigation of the case logs indicated that the misplacement of the implants was likely due to a preoperative merge shift. The pre-operative merge can be impacted by factors such as quality of the pre-operative CT, quality of the fluoroscopic images and patient anatomy. Investigation of the case logs show that the patient's anatomy is difficult to identify in the fluoroscopic images due to the low level of contrast in the images as well as the presence of shadows and other artifacts in the images. All of these factors can contribute to a more difficult merge. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that screws using the excelsus gps system were misplaced intra-operatively and then removed and replaced.